Event description:
Caller reported blood glucose results of 61 mg/dl and 320 mg/dl within 10 minutes on the inform system. Reported no adverse event relative to discrepancy. Meter passed valid control tests, was not replaced or returned. Strips not available for return, replacement system sent.